Manufacturer narrative:
Citation: goldsweig, a. Md et al. "Predictors of patient radiation exposure during transcatheter aortic valve replacement." Catheter cardiovasc interv. 2018; 92: 768¿77. Doi: 10.1002/ccd.27452. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of radiation exposure during the implant of a transcatheter aortic valve implant. All data were collected from a single center between march 2012 and february 2017. The study population included 294 patients (predominantly male, median age 83.8 years, median weight 71.9), two of which were implanted with medtronic corevalve. The remaining patients were implanted with a non medtronic balloon expandable valve. No serial numbers were provided. Among all patients, adverse events included: unknown aortic insufficiency, perforation, vascular complications, increased median gradients, tamponade and valve-in-valve procedure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.